Event description:
It was reported that pump displayed malfunction alarm malf 9 and could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.